Event description:
It was reported that the device was displaying the service indicator. And had an error code logged in memory. It was also indicated that the device will power on in sync mode, and it will give an energy fault. There was no pt use associated the reported failure.

Manufacturer narrative:
(B) (4): physio-control recommended the replacement of the (B) (4) smartwatch ic u28. The customer's biomed later confirmed that after replacing ic u28 on the main pcb, proper device operation was observed through functional and performance testing. The unit was placed back into service for use.